Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient participated in a tomoxfix-small study and experienced, chronic regional pain syndrome (crps) with severe pain around the plate, between 1-3 months post-operatively. It caused implant removal on (B)(6) 2013. This report involves an unknown screw. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Unknown screw, part and lot number are unknown. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): this report is for an unknown quantity of screws, part and lot numbers unknown.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown quantity of unknown screws.